Manufacturer narrative:
It was reported that the patient experienced power switching, power disconnect alarms and critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the returned controller revealed that the device passed visual examination and functional testing. The controller, (B)(4), in use during the event did not have the smr upgrade. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, three power disconnects alarms were recorded involving (B)(4); after the mentioned power disconnect alarms, a spurious safety alert word (saw) value was recorded involving this battery. Analysis of data log files revealed several premature power switching events between the controller and the batteries. The recorded alarms and power switching events are indicative of communication errors between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication errors. An internal investigation is investigating communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a ventricular assist device (vad) manager that the patient was experiencing battery switching, power disconnect alarms and occasional critical battery alarms. The patient recently had all of the batteries exchanged but continued to have these issues. The patient reported to find no common links between locations, times of day or batteries being used. It was further reported that the connections of batteries and controller all seemed in tact. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.